Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during visual inspection of two roadrunner the firm lt hydrophilic wire guides within a distribution facility, the packages were noted to be torn. There has been no report of any adverse effects to any patient, as the damage was found within a distribution facility. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. Two unused devices were returned to cook for investigation within the sealed packaging. Two parallel tears were noted on the front of the outer pouch of one device near the label. A small linear abrasion parallel to both tears was observed to the product labeling. Small punctures were noted in a similar location on the front of the second outer pouch. A small abrasion was also noted to this outer pouch label. Based on the location/condition, the damage noted to the two device packages occurred after the label was applied. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The device history record review provides evidence to support that no additional nonconforming product exists in-house or in the field. The device is provided with instructions for use which state, ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause for this could not be established. The packaging damage may have occurred during the manufacturing/quality control process or during storage and/or transport. There is currently a CAPA investigation open to investigate this product failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number = k182985. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during visual inspection of two roadrunner the firm lt hydrophilic wire guides within a distribution facility, the packages were noted to be torn. There has been no report of any adverse effects to any patient, as the damage was found within a distribution facility.